Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of kyphotic deformity with disc. It was reported that the patient got an spondylisthesis on (B)(6) 2020 and underwent minimal invasive procedure with longitude and capstone. Later, the patient got backpain and went to the hospital. Patient got an x-ray on (B)(6) 2020. The surgeon identified a broken multiaxial solera 5.5-6.0 screw on level sacrum one. On (B)(6) 2021 the patient got an CT scan and the surgeons identified the broken solera screw on the right side of the patient. Thus on (B)(6) 2021 the surgeons explanted the two longitude rods and solera screws and re-implanted the construction with implants from other manufacturer. On (B)(6) 2020 the patient came to an follow-up examination without any problems and pain.